Event description:
The hcp reported the patient was experiencing a return of symptoms. The patient was being treated with supplemental oral medication. The hcp reports the estimated reservoir volume was 2.0ml and the actual was 18.0ml.